Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined scratches to the user interface display flexi ribbon cable. To correct the condition, the user interface display flexi ribbon cable was replaced. If additional information becomes available, a follow-up report will be submitted.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged color user interface flex display cable. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.